Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing') and genital haemorrhage ('abnormal bleeding') in a 43-year-old female patient who had essure (batch no. A45117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included hypertension, seizures, copd, rheumatoid arthritis, gallbladder disease, hypothyroidism, high cholesterol, gerd and restless leg syndrome. Concomitant products included amlodipine, butalbital, diazepam (valium), esomeprazole, gemfibrozil, hydrochlorothiazide, levothyroxine, oxcarbazepine, pantoprazole, phenytoin sodium (dilantin d.a.), ropinirole, salbutamol (albuterol hfa), simvastatin, sumatriptan and trazodone. In 2013, the patient experienced migraine ("migraines"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and headache ("headaches,") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea,"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), depression ("depression"), anxiety ("anxiety") and fatigue ("fatigue"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (total hysterectomy(uterus and cervix removed))). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, genital haemorrhage, migraine, nausea, depression, anxiety, fatigue, weight increased, menorrhagia, vaginal haemorrhage, headache and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Most recent follow-up information incorporated above includes: on 5-jun-2019: pfs received: aka name added, reporter added, lot number added, patient demographic added, product indication updated. Events added- abnormal bleeding (vaginal, menorrhagia), headaches, dysmenorrhea, weight gain and device monitoring procedure not performed. Events onset date, concomitant drug, treatment drug and medical history added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), nausea ("nausea"), depression ("depression"), anxiety ("anxiety") and fatigue ("fatigue"). The patient was treated with surgery (to remove essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the device breakage, genital haemorrhage, migraine, nausea, depression, anxiety and fatigue outcome was unknown. The reporter considered anxiety, depression, device breakage, fatigue, genital haemorrhage, migraine and nausea to be related to essure. The reporter commented: she had the need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing') and genital haemorrhage ('abnormal bleeding') in a 43-year-old female patient who had essure (batch no. A45117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specifyno". The patient's medical history included hypertension, seizures, copd, rheumatoid arthritis, gallbladder disease, hypothyroidism, high cholesterol, gerd, restless leg syndrome, uterine fibroid and dysfunctional uterine bleeding. Concomitant products included amlodipine, butalbital, diazepam (valium), esomeprazole, gemfibrozil, hydrochlorothiazide, levothyroxine, oxcarbazepine, pantoprazole, phenytoin sodium (dilantin d.a.), ropinirole, salbutamol (albuterol hfa), simvastatin, sumatriptan and trazodone. In 2013, the patient experienced migraine ("migraines"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and headache ("headaches,") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea,"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), depression ("depression"), anxiety ("anxiety") and fatigue ("fatigue"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (total hysterectomy(uterus and cervix removed))). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, genital haemorrhage, migraine, nausea, depression, anxiety, fatigue, weight increased, menorrhagia, vaginal haemorrhage, headache and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.